Event description:
The user facility reported that their air compressor to their advantage plus endoscope reprocessing system was damaged subsequently causing procedures to be postponed. No report of injury.

Manufacturer narrative:
The air compressor delivers proper air flow and pressure for correct system operation. No issues were noted with the function or operation of the advantage plus endoscope reprocessing system. The advantage plus was installed in 2022 and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The air compressor subject of the reported event was replaced by the user facility and the advantage plus endoscope reprocessing system and the air compressor were returned to service.